Event description:
Philips received a complaint from the customer, reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6).

Manufacturer narrative:
H11: this issue was determined to be an information request. There was no device malfunction. This was an inquiry only for battery information and pricing only. Therefore, the issue does not meet the reportability criteria and was reported in error.